Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted, due to the extensive optic damage. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine, acceptability per model and diopter. The replaced iol information is unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an iol implant procedure, a deviation in iol power was observed after surgery and the iol was exchanged. The explant date is not confirmed. The replaced iol information is unknown. Additional information has been requested.